Manufacturer narrative:
The ge representative conducted an onsite investigation. The sram card was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the c-arm would not operate as intended on the 9600 system. No pt injury was reported.